Manufacturer narrative:
This report is filed on june 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [80543-device analysis report.pdf]

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device the same day. This report is submitted on may 16, 2017.

Manufacturer narrative:
This report is submitted on march 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but had not taken place at the time of this report.